Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient was in the bathroom, he became dizzy, fell, and ¿smashed his head three times¿. The patient had lost consciousness. It was not specified what the patient¿s last known cgm value prior to losing consciousness was. After an unspecified amount of time, the patient regained consciousness on his own. Once awake, the patient called an ambulance and was transported to the ER. At one point, the patient¿s cgm was reading low mg/dl and the bg meter was reading 197 mg/dl. The patient was treated with humalog insulin. The patient was discharged home the following day (it is unclear if the patient was in the ER for more or less than 24 hours). At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The probable cause could not be reproduced with the returned product. The customer complaint was confirmed because there was an indication of an inaccurate cgm. No additional patient or event information is available.